Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer consumed carbohydrates to treat bg. During a follow-up call, the customer reported that the issue was resolved.